Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2015 and an refractive surprise was noted. The lens was remains implanted. Patient's last ucva was 20/20.

Manufacturer narrative:
(B)(4). Evaluation codes: method - (other): work order search, device history record. Results - (other): a lens work order search was performed and no similar complaints were found within the work order. (B)(4).

Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that was likely to have contributed to the complaint. No definite root cause for the complaint was determined. Based on the complaint history, work order search and the device history record review, a specific root cause of the event could not be determined. (B)(4).